Manufacturer narrative:
(B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for the lot# 8155570 for the same defects or symptoms. There was no documentation of issues for the complaint of lot # 8155570 during this production run. Root cause description: undetermined. Rationale: na.

Event description:
It was reported that bd¿ luer-lok¿ syringes, 60ml had visible alteration in the graduation. No serious injury or medical intervention was reported.